Event description:
ICU medical primary plum y-type blood set IV tubing received multiple cassette test failure notifications when initiating set up on IV pump. Multiple attempts made on different pumps with same failure message received. Total of four tubing sets tried with same failure message.